Event description:
It was reported that the patient received a low glucose alert while using the ilet system and experienced hypoglycemia, with a nadir of 64 mg/dl for approximately 30 minutes, which the patient treated with oral carbohydrates (skittles); troubleshooting and education were completed, and the cause of the hypoglycemia remained unclear. Symptoms included no reported clinical effects such as loss of consciousness or dizziness. Outcomes included no need for professional medical intervention and no assistance required beyond self-care. Investigation included a review of user-reported event details and confirmation that device alerts for low glucose were received. Investigation of this case revealed no device malfunction and no component issue, and the event was consistent with user-reported nocturnal downward trend. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.